Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-05624. It was reported that the pt lost coverage after stretching. Reprogramming was unsuccessful. An impedance check revealed low impedance on one of the pt's leads (for off-label use). The pt will undergo a CT scan and x-rays for further investigation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.